Manufacturer narrative:
The immucor product investigations lab confirmed the presence of the s antigen on cell1 of retention capture-r ready-screen (3), lots r727 and r728, on the echo, using retention capture-r ready indicator red cell, lot 221604 with anti-s, lot 622008 (1:32 dilution). Controls performed as expected. Cell 1 gave a positive reaction of 3+ and negative in all remaining wells as expected. Retention product performed as expected. The customer's submitted sample ((B)(6)) was grossly hemolyzed upon receipt. However, testing was attempted on the echo, using retention capture-r ready-screen lots, r727 and r278 and retention capture-r ready indicator red cell, lot 221604. Controls performed as expected, on both plates, and customer's sample would not generate a result due to a "hemolyzed or sample inference" error message.

Event description:
On (B)(6) 2016, it was stated that an unexpected negative antibody screen was obtained on a known s positive sample during troubleshooting on galileo echo m00402.